Event description:
Customer reported waking up this morning with a blood glucose of 43 mg/dl. She drank some juice and went back to sleep. When she woke up again, she was high due to the juice. Customer's current blood glucose is 297 mg/dl. Customer declined troubleshooting for high blood glucose because she knew why she was high. Customer also mentioned that one of her sensors was damaged when she removed it from the packaging. The needle came off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.